Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to main board failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that they could not "start the device." There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿the subject device does not start up¿ was duplicated and it was surmised that it occurred due to the faulty patient circuit (cr) board. They could not identify the cause of the defective cr board. Other incoming inspection finding was as follows: lens base is broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event information. Correction to sections b5 and g2.

Event description:
The olympus, model clv-s190, visera elite xenon light source was a "loaner" device and no problem was reported during use of the device by the user facility. The problem of "could not start the device" occurred during inspection and testing of the returned device by the olympus service department.